Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction (mi) and in-stent thrombosis. Index procedure. In (B)(6) 2010 - the patient presented with myocardial infarction and in-stent restenosis. The 90% in-stent restenosed target lesion was 10 mm long with a reference vessel diameter of 2.6 mm located in the proximal right coronary artery (rca). The physician pre-dilated the lesion with an unknown balloon and placed a 2.5 x 16 mm taxus liberte stent, with 0%residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012 - the patient presented with mild st-segment elevation of approximately 0.5 to 1mm on the inferior leads with some dynamic t-wave inversions and was hospitalized on the same day. The next day the patient's cardiac enzymes were found to be elevated consistent with protocol definition of mi. The 95% in-stent thrombosis of the study stent was treated with pre-dilatation with an unknown balloon and placement of a 3.00 x 15 mm non-bsc stent. Following post dilatation there was 0% residual stenosis. The patient was discharged two days later with no residual effects.

Event description:
A 2.50 x 16mm taxus liberte catheter was initially reported, the correct device is a 2.50 x 12mm taxus liberte catheter. It was also further reported the patient returned to the cath lab on the same day for stenting treatment of a 90% stenosed target lesion, 10 mm long with a reference vessel diameter of 2.6 mm located in the proximal left circumflex (lcx). And was treated with pre-dilatation using an unknown balloon and deployment of a 2.50 x 16 mm taxus liberte stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 0%. (B)(6) 2012 - it was further reported the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: describe event or problem. Correction: upn: from (B)(4) to (B)(4). Catalog/model #: from 38936-1625 to 38936-1225. Batch/lot/serial #: from (B)(4) to (B)(4). Batch expiration date: from 06/28/2011 to 06/21/2011. Batch manufactured date: from 02/10/2010 to 02/02/2010. (B)(4).